Event description:
It was reported that an ilet insulin pump housing separated into two pieces during a cartridge change, after which the screen was not usable and the device could not be used; the event involved physical damage to the pump enclosure and display with no alerts or alarms and with the user on backup therapy without blood glucose impact. Symptoms included no injury. Outcomes included interruption of device use with transition to backup therapy. Investigation included a review of complaint details and request for device return for evaluation. Investigation of this case revealed damage to the pump housing and display consistent with a broken or delaminated screen and compromised enclosure. It was concluded that the device was physically damaged, rendering it nonfunctional, with a replacement device arranged.